Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that additionally a 3x80mm armada balloon was used without issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the popliteal artery with heavy calcification. The 6x200mm armada 18 balloon dilation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured at 12 atmospheres (atm). Therefore, the bdc was removed from the patient. Another 6x200mm armada 18 bdc was advanced to the target lesion and inflated; however, the second balloon also ruptured at 12 atm. The second armada bdc was removed from the patient. A third armada bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.